Manufacturer narrative:
The insulin pump was received motor error alarms during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to excessive motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were unable to rewind due to motor error alarm. The customer's mother stated that the insulin pump was exposed to MRI. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.